Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: one atlas gold pta dilatation catheter has returned for evaluation. On the visual evaluation the device was noted to be returned as two separated segments. The first segment consists of the catheter and the second segment contained the detached balloon. No other specific anomalies noted. Therefore, the reported detachment of device component can be confirmed for as the balloon was noted to be detached at the proximal end of the catheter. Two photos were reviewed. The first photo shows label of the device which verified with the complaint. The second show the balloon portion to be detached from the catheter. Therefore, based on the photo review, the reported detachment of device can be confirmed. A definitive root cause for the alleged detachment of device component could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 10/2022), g4. H11: h6(result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the right internal jugular vein, the balloon allegedly detached. It was further reported that the device was stuck in the heart half inflated. Additionally, the detached balloon was retrieved using a snare. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2022).

Event description:
It was reported that during an angioplasty procedure in the right internal jugular vein, the balloon allegedly detached. It was further reported that the device was stuck in the heart half inflated. Additionally, the detached balloon was retrieved using a snare. There was no reported patient injury.